Event description:
According to the reporter, during a laparoscopic lobectomy, the stapler made a noise and the blade did not progress during stapling. The stapler was not able to fire and the surgeon was not able to squeeze the handle. It was necessary to replace the stapler to resolve the issue in order to complete the case. There was no patient injury.